Manufacturer narrative:
No alleged malfunction with device. No defect alleged with product, therefore no evaluation necessary.

Event description:
It was reported by the patient that he is experiencing back pain from lying on an unidentified stryker bed post coronary bypass surgery, and that he requires prescription pain medication to remedy the pain.